Event description:
It was reported that due to an acute coronary syndrome with elevated creatine kinase mb (ckmb) or positive troponin and non st segment elevation myocardial infarction/acute coronary syndrome (nstemi/acs), the patient underwent the index procedure performed on (B)(6) 2010 with deployment of two promus stents, one to the first diagonal and one to the left main coronary artery (lmca). Post procedure residual stenosis was 0% with timi 3 flow. On (B)(6) 2010, the patient was discharged with prasugrel and aspirin prescribed. On (B)(6) 2010, the patient presented with recurrent anginal symptoms and was hospitalized. On an unknown date, angiography showed in stent restenosis (isr) of the index stent in the left main/left circumflex (lm/lcx). Percutaneous transluminal coronary angioplasty (ptca) with cutting balloon was performed on the vessel. On (B)(6) 2010, the event was resolved, the patient was reported as stable and discharged from the hospital. Medical assessement performed on (B)(6) 2010, indicates that the event is unlikely related to the promus device due to the patient's long prior cardiac history. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4) - patient selection. The device remains in the patient. The reported angina and restenosis are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the patient presented with an acute myocardial infarction and the promus stent was then implanted. It should be noted the IFU states: safety and effectiveness of the xience v/promus stent have not been established for subject populations with recent acute myocardial infarction (ami) or evidence of thrombus in the target vessel. It is unknown how the use of promus in this patient selection may have contributed to the reported difficulties.